Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 180 and 75 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.